Event description:
It was reported in an article that the angiogram demonstrated a stent fracture and stent occlusion. Balloon angioplasty through the stent-strut and thrombolysis achieved successful revascularization. The current details of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: a sample was not available for evaluation since the stent is still implanted in the patient but a publication of a study carried based on the complaint (with angiograms) was provided. A publication of a study carried based on the complaint (with angiograms) was provided. Based on the images from the publication, it was shown that the complaint stent was actually overlapping with another stent. However, the tantalum markers at the point of overlap are seen protruding, thus demonstrating that the joining of the two stents wasn't smooth. Furthermore, the angiogram demonstrated occlusion at the proximal end of the implanted stent, however, a fracture could not be identified from the the angiograms. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding warnings, the instructions for use states "if placing two overlapping stents, both stents must have identical diameters and similar metal composition. Stent migration and/or damage of stent and spasm, dissection, and/or perforation of vessel may occur". With regards to malfunctions and adverse effects, the instructions for use states that stent fracture, embolism, thrombosis or occlusion may occur. Regarding procedural access, the instructions for use states "gain access to the treatment site utilizing appropriate accessory equipment compatible with the 6fr bard e¿luminexx vascular stent system via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". Holding and handling of the system throughout deployment was found sufficiently described. Based on reported information, the intended placement site for this stent was the distal sfa which represents off-label use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported in an article that the angiogram demonstrated a stent fracture and stent occlusion. Balloon angioplasty through the stent-strut and thrombolysis achieved successful revascularization. The current details of the patient was not provided.